Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2003. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystourethroscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent interstim trial lead placement on (B)(6) 2012 due to frequency and urgency. No additional information has been provided. (B)(4).

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and urethral hypermobility and mesh was implanted. It was reported that following insertion, the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence, bladder infections, and bleeding disorder.